Event description:
Clinical trial. It was reported that following a renal artery stenting procedure, the pt developed stenosis and underwent a reintervention. The index procedure treated the 80% stenosed, 6.5x12mm lesion in the right renal artery. Treatment consisted of predilation and placement of a 7.0x15mm express sd study stent resulting in 0% residual stenosis. The pt was discharged the same day on asa and plavix. The pt presented four years post implant for a CT angiography and in-stent restenosis was found. In 2008, the pt was admitted and a right renal artery reintervention was performed. The 80% stenosis was treated with balloon angioplasty and placement of a 6.0x12mm bare metal stent resulting in 0% residual stenosis. The investigator assessed this event as unrelated to the study device; however, adjudication of the event noted that it was not possible to distinguish the in-stent restenosis as occurring in the study stent or the previously placed stent.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.